Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly owned subsidiary of rti, received a complaint on 11/04/2019. An adverse event was reported through a post market survey for copios pericardium membrane for dental applications via qualtrics survey software. The doctor indicated that he has experienced dehiscence and lost tooth implant after implantation of copios pericardium membrane. To date, no additional information has been provided.